Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event involving a patient. The customer was able to restore power and then used their device for the duration of the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The customer also advised that they were unable to release any further details about the patient or the event.